Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported the cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) channel. The noise was oversensed and resulted in pacing inhibition of greater than 2 seconds and caused the patient to experience a syncopal episode. The patient noted that the device moves around quite a bit when sleeping, which is when the noise episodes have occurred. The noise could not be reproduced with isometrics or pocket manipulation. At this time, the sensitivity has been adjusted. Further testing may be performed in the future. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information. The patient was brought in for defibrillation threshold (dft) testing and the device did not sense the ventricular fibrillation, so the patient had to be rescued externally. The patient was fitted for a lifevest for monitoring until a revision could be scheduled. The crt-d was then explanted and the rv lead was surgically abandoned. Both products were successfully replaced. The rv lead was suspected to be fractured as there was evidence of clavicular/first rib crush damage. The lead was initially attempted to be extracted, but was ultimately abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.